Event description:
Additional information received as patient called back stating that they received a follow-up letter and wanted to clarify that they did not have a fall. Patient was in contact with doctor and waiting for paperwork to come back about having their device removed. There was no fall. Patient mentioned that they were very large and weights about (B)(6) so they did not know if there was been wear and tear on the device or not from all their movement. Patient had slowly been turning her stimulation down to the point where it was off now. Patient reported that issues had not been resolved yet but they would try consult with doctor for more information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a fall and she had frequent urination problems. The patient stated she wanted her implantable neurostimulator (ins) taken out because she was having frequency urination problems. There was no date set for removal. The patient stated it was put in for incontinence for bowel, and the frequent urination started 3 or 4 days previous to the call. The patient then corrected what she had stated and said she had frequent urination problems for maybe six months. The patient stated the healthcare professional (hcp) looked at the implant and he told her she go see another hcp because ¿they didn¿t know anything about this.¿ the patient was trying to find a new hcp since she moved. The patient noted she fell about a month ago. Additional information from the patient reported she did not see the lightning bolt, and troubleshooting confirmed that meant the device was off. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.